Event description:
As reported from edwards lifesciences field clinical specialist and per medical records, regarding an implant of a 29mm sapien 3 ultra resilia in the aortic position, after case review by the physician, it was observed during sheath insertion that the tip of the esheath pushes more over towards the left side of the descending aorta wall of calcium, but the lunderquist wire being utilized continued its pathway towards heart like it should. The physician felt a little tension and then a sudden release of the esheath as it was going in (voice of customer, allegation of issue that caused the injury) and that might have been when the transition of the tip with the dilator in may have snagged a calcium shelf. The valve was successfully deployed and post gradient was 3mmhg and patient seemed fine. All the edwards devices were removed from the patient. The patient continued to have some hypotension, and required levophed, aortography was performed with a 5 french multipurpose catheter that was placed from the left radial arterial sheath into the descending aorta, and this demonstrated a perforation in the distal aorta below the level of the renal arteries. Angiography also demonstrated left common iliac artery perforation. The perforation likely occurred with large sheath placement through the tortuous vessels including the left common iliac artery and the distal aorta. Vascular surgeon performed covered stent placement in the distal aorta just below the level of the renal arteries, with a gore 23 mm self-expanding covered stent, and a 12 mm x 29 mm vbx balloon expandable stent in the left common iliac artery that was post-dilated with a 14 mm balloon. Repeat aortography and iliac artery angiography demonstrated significant improvement of the perforation of the distal aorta, and no further contrast extravasation from the left common iliac artery. Per information received from the facility, after tavr the patient received medication and blood transfusions due to the continuation of bleeding of the aorta. The patient was also confirmed to have a stroke. A decision was made to not perform any additional surgeries. The patient expired 1 day post op from a combination of stroke and retroperitoneal bleed (a hard distended stomach from a bleed somewhere still originating from the renal area).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post procedure stroke: female sex, ef less than 30 percent, diabetes, age older than 70 years, bypass procedure time greater than 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring less than 24 h post procedure, but thv patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (age, atrial fibrillation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report 2015691-2024-04336.